Event description:
The pt was being revised due to poly wear of the liner. During surgery the new liner would not seat in the cup a second liner was tried and also would not seat. The case was finished successfully but a 30 minutes delay in surgery was caused by the liners that would not seat properly.